Manufacturer narrative:
Since neither the customer nor the device lot number were provided on the initial manufacturer and user facility report, a device analysis could not be completed for the specified device. Should additional relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends

Event description:
This issue was reported via manufacturer and user facility report number (B)(4) which stated that during an emergency care procedure, using a glideslope spectrum single-use lopro s3, the glidescope failed. The spectrum lopro s3 seemed to be working prior to the procedure but when the handle was manipulated the video signal would cut out. The connection between the cable and the laryngoscope handle was very motion sensitive and very prone to failure. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.